Event description:
Dexcom g6 sensor inaccuracy: 7:32am g6 reading 124, finger stick reading is 101. That is a mard of 22.8%. Dexcom g6 sensor inaccuracy: 7:47am g6 reading 83, finger stick reading 132. That is a mard of 37.1%.